Event description:
The libre 3 plus sensor from abbott is showing falsely low blood sugars for a couple of days. There is a 30 point difference between that and my finger stick glucose. When I called the company, they say the sensor is not impacted which I am proof that it is wrong. I am not on insulin or any blood glucose lowering medications. So, it is impossible for my levels to be below 50. I am a doctor my self and there is a problem with these sensors.